Event description:
Piece of plastic missing from trocar, found in patient's abdomen at conclusion of laparoscopic appendectomy. Removed from patient's abdomen prior to completion of procedure, patient was not harmed.what was the original intended procedure?laparoscopic appendectomy.device #1is this a laboratory device or laboratory test?no.